Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient was stationed in the hospital under palliative care for an unrelated patient issue, the device was not able to be interrogated. The issue was not resolved by rebooting the device or using multiple wand positions. The physician placed a magnet over the device to ensure patient does not receive unwanted hv therapy. The device was shut off as the patient remains in hospital care. No further information is available.